Event description:
It was reported that the programmer screen was not illuminating, possibly due to a broken ribbon. It was also reported the screen is black. The programmer was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Screen is black. Disk drive and printed circuit board are out of electrical specification. Keyboard is damaged.